Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed. After completing the tug test (anchor) portion of position, anchor, size and seal (pass) criteria, the physician noticed a pericardial effusion. Once pass criteria were determined to be met, the closure device was released. Pericardiocentesis was performed to treat the effusion. Approximately 680cc of red fluid was removed and re-transfused back to the patient. There were no further patient complications. The patient has been discharged.